Manufacturer narrative:
Prime alarm during basic occlusion test due to protruded/loose drive support disk. Unable to verify if units left matches to the units left in status screen or perform prime, occlusion and no delivery test due to prime alarm during basic occlusion test due to loose support disk. The insulin has a scratched lcd window.

Event description:
Customer reported that the paramedics were called and he was hospitalized due to low blood glucose. The blood glucose reading at the time of hospitalization was 138 mg/dl. Customer stated that he was connected while he was priming and also took a manual injection with 8 units of insulin to correct for high blood glucose of 390 mg/d. Customer also reported that the insulin pump drive support was sticking out. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.